Manufacturer narrative:
Approximate age of device: 1 year, 11 months. Review of two submitted system controller log files found several instances of driveline disconnects, low speed operations, and pump stop alarms while the lvad system was connected to the power module. Although the log file evaluation cannot conclusively determine the specific cause for the driveline disconnects, low speed operations, and pump stops, these events appear consistent with a potentially compromised driveline wire. The replaced portion of the external driveline measuring approximately 17.5 inches was returned for evaluation. Visual evaluation did not find any wire compromises that would have contributed to the reported event. The driveline passed electrical continuity testing. High potential testing did not reveal any current leakage in the insulation of any of the wires that would have resulted in an electrical short. The patient remains ongoing on lvad support with the pump; therefore analysis of the internal portion of the driveline could not be performed. It was reported that the patient experienced low speed operation and pump stop alarms after the driveline repair and was provided with an ungrounded patient cable for use with the power module. No further related events have been reported. Review of the device history records found no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient called the vad coordinator early in the morning to report a low speed operation alarm on the system controller that had occurred around 0530 am. The patient also stated that the alarm had occurred two additional times throughout the night while hooked to the power module but the alarm resolved before the patient could see what was alarming. All alarms happened while the patient was sleeping. The patient was asymptomatic. A log file and x-rays were evaluated by the manufacturer's technical service representative. The log data confirmed pump stoppages and low speed advisories. The submitted x-rays did not show any areas of concern. On (B)(6) 2016 a percutaneous lead (driveline) repair was performed with no issues, and the lvad system was connected to a grounded patient cable. The following day the system controller produced additional alarms. An ungrounded power module patient cable was requested and shipped to the implanting center. The patient will remain on an ungrounded cable and does not wish to have a pump exchange.